Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-00844 and 2134265-2015-00845. It was reported that stent movement on balloon occurred. The target lesion was located in the mid right coronary artery (rca). A 4.00x8mm promus premier¿ stent was advanced but was not able to cross a previously implanted stent in the rca. It was noted that the stent moved on the stent delivery system (sds) balloon so device and the guide wire were removed. Two other 4.00x8mm promus premier¿ stents were advanced but failed to cross the previously implanted stent. It was also found out that the two stents moved on the sds balloon. The physician noted that the proximal edge of the stent may have caught on the edge of the guide catheter. Then another 4.00x8mm promus premier¿ stent was advanced through a guidezilla guide extension catheter and the device was able to cross the mid rca successfully and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on the balloon and the crimped stent was damaged along its entire length with the majority of the damage at the proximal end with overlapping and bunching of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon. Crimp markings were evident on the exposed proximal end of the balloon wall indicating crimp contact between the coated stent and balloon was achieved. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-00844 and 2134265-2015-00845 . It was reported that stent movement on balloon occurred. The target lesion was located in the mid right coronary artery (rca). A 4.00x8mm promus premier¿ stent was advanced but was not able to cross a previously implanted stent in the rca. It was noted that the stent moved on the stent delivery system (sds) balloon so device and the guide wire were removed. Two other 4.00x8mm promus premier¿ stents were advanced but failed to cross the previously implanted stent. It was also found out that the two stents moved on the sds balloon. The physician noted that the proximal edge of the stent may have caught on the edge of the guide catheter. Then another 4.00x8mm promus premier¿ stent was advanced through a guidezilla guide extension catheter and the device was able to cross the mid rca successfully and the procedure was completed. No patient complications were reported and the patient's status was fine.